Manufacturer narrative:
Following the initially reported event, the customer was able to determine that the issue was coming from the scope itself (concomitant device), not the cv-170 (subject device). Consequently, they will not be returning the cv-170 for evaluation. A complaint file has been generated to capture the cyf-v2 device. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus video system center was not producing an image during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer.this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to the scope itself (concomitant device), not the cv-170 (subject device).olympus will continue to monitor field performance for this device.